Event description:
Complainant alleged that during biomed testing the device's multi-function cable did not recognize the paddles. Complainant indicated that there was no patient involvement in the reported malfunction.